Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was patient reported they met with a  manufacturing representative (rep) on friday for programming and he was feeling stimulation but on sunday and monday he was not feeling stimulation. Patient stated the rep tried to assist but she was unable and told patient to call for controller replacement. Patient stated all of his setting went down to zero on sunday and monday and he is not sure what happened but he is not feeling stimulation. Patient stated he had the implant since last year and he is getting tired of it. Patient services (ps) asked patient to connect with the controller and controller shows ins 90%, controller 100% charged. Ps asked patient if he has adaptive stim and patient said he did not know what that is. Ps asked patient to navigate the controller to look at the setting and if the adaptive stim is enable. Patient stated he has group a with four programs. Patient stated p1 @ 3.2v and the rest of the programs are at zero. Patient stated the adaptive stimis off. Patient services (pss) assisted patient with turning the adaptive stim on each program and patient adjusted his setting to where he wants it for sitting position while on the call with ps. Ps reviewed the function of adaptive stim and pt will need to stay in the same position for several mins for ins to remember the setting. Ps reviewed patient will need adjust the setting for each different position as he need to. Ps reviewed if patient have question he can call ps for assistance. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.